Event description:
Reporter indicated that during vns generator replacement surgery due to end of service, high lead impedance was received with the new generator and resident lead. Generator diagnostics testing with the new generator were within normal limits. Reinserting the lead pin into the new generator did not resolve the high lead impedance, and a new lead was also implanted. As the high impedance did not resolve when the lead pin was reinserted, a lead fracture is suspected. The explanted generator and lead have been returned and are currently in product analysis. The pt had no trauma and did not manipulate the vns. No x-rays were performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.